Event description:
It was reported that it stopped ventilator and alrmed ventilator inop during transport. No reported patient injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was available for further investigation at the manufacturer. Based on the log file analysis, it could be confirmed, that the device performed two successive warm starts on the (B)(6) 2024 at 10:28 am and 10:29 am. During a warm start, the device reboots and resumes ventilation within about 5 seconds with the last settings. The warm start was caused by a sporadic failure (internal supply voltage vent out of the valid range). Evaluation of the device found a faulty control pcb to be the root cause of the issue. After replacement the device was successfully tested according to the manufacturer¿s specification. In case of a technical problem the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that it stopped ventilator and alarmed ventilator inop during transport. No reported patient injury.